Event description:
It was reported that a user of the ilet experienced an unexpected rise in blood glucose from approximately 160 mg/dl to 208 mg/dl without reported food intake, with no alerts or visible leaks, disconnections, or bubbles, and after disconnecting as if showering and performing a fill tubing the user observed drops and a delivery totaling about 2 units. Symptoms included feeling thirsty consistent with hyperglycemia. Outcomes included ongoing monitoring at home without medical intervention or hospitalization. Troubleshooting and education were completed, including guidance to monitor glucose and consider changing supplies if levels continued to rise. Investigation included a review of device performance based on user report and functional checks performed by the user, with no alarms reported. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.